Manufacturer narrative:
It was reported that the pcb control board and the power cable burnt. The connector was charred, but the power supply was ok. No pt samples were lost and there was no harm to the pt. No injuries, any visible flames, or smoke emission was reported not fire department was called.

Event description:
Customer reported the board and cable were burnt.